Manufacturer narrative:
The galvo block part that was replaced was received and visual inspection was performed. Part was packaged surrounded by foam; however, it was not tight and some movement was observed. It was found that the laser beam was de-centered -3.0mm in the vertical direction. We are unable to determine if the part was decentered at the time of the event since it is uncertain if the part suffered any damage/impact during the shipment that could affect the vertical direction. Functional testing was performed as per procedure. For galvo y2 and y1 the rise time and pulse width were both within specifications. For the y2 and x galvos, the rise time and pulse width were also within specifications. Based on the available information, the galvo block part that was returned was found out of specifications, however, a definitive cause cannot be determined. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4), evaluation: field service specialist (fss) checked laser after the event. He didn't find anything wrong with that galvo block (gb) but decided to replace it anyway due to the reported incomplete flat bed cuts and the gb could have an intermittent error. Fss expert opinion is that it could have been a combination of an over effective pocket and doctors' technique that caused this issue, rather than a technical problem. Investigation is still on going since the gb has not been received to investigate. Request for pt info and outcome has been done however, no data has been received at the time of this report. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.

Event description:
Account reported that an incomplete flap was created by the intralase. It seemed like a few lines in the center of the flap were missing or not fully 'lased'. The doctor attempted to lift the flap anyway. He had then to use a scalpel to get through the uncut area and the flap was torn at two points.